Event description:
Consumer called to report contradicting readings. Was receiving high readings and compared her reading to a clinic reading and plink readings were way off. Analysis run on clark error grid using lab readings (52) as reference point vs. Bd readings (250) yielded some data points in the e range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.